Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a short battery life on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer confirmed that the alarm history showed that replace battery now or power error detected. No further patient complications were reported. The customer will discontinue using the device. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, and selftest, unit received with high sleep current measurement, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph was in spec. Unexpected low battery alerts on the event date and seven days prior to the event date on (B)(6) 2025 1:17, (B)(6) 2025 10:55, (B)(6) 2025 22:24, (B)(6) 2025 11:33, (B)(6) 2025 0:07, and (B)(6) 2025 10:43. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted on the force sensor assembly during visual inspection, moisture damage was noted on the motor assembly and the electronic stack. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, damaged keypad overlay texture, and scratched case. Unexpected battery power loss was confirmed during analysis, customer experienced an unexpected power loss of less than 7 days due to moisture damage on the electronics. The unit had high sleep current measurement due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.